Manufacturer narrative:
The reported serious injury was a chipped tooth. Event date is approximate. No serial number could be identified as the product was not returned. No manufacture date could be identified as the product was not returned. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer stated that they chipped their tooth while using their sonicare power toothbrush.